Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the device was explanted due to "several malfunctions." No patient complications were reported as a result of this event. Additional information reported the lead was capped and replaced due to pace/sense malfunction. Further information reports the device remains implanted and considered functioning appropriately.